Event description:
It was further reported that the all parameters remain within range.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead, good data could not be obtained. After changing the location about 4 to 5 times, the helix could not be retracted after screwing. The lead could not be separated from the myocardial tissue. The lead was pulled out of the myocardium, but the vitals broke and thoracotomy was performed. Pericardial effusion was noted. Surgical treatment was performed for approximately 2 hours and is currently hospitalized. The lead was attempted, not used. No further patient complications have been reported as a result of this event.